Event description:
It was reported that during vein puncture the tubing was damaged and leakage occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: patients on (B)(6) 2019 (B)(6) for hand, foot and mouth disease started using intima-ii, in the process of vein puncture on the day of admission, hose with intima-ii handle joint is broken, and after the hard needle, blood flowed along the crevasse, pulling needle, increase with the pain, family members, language. The indwelling needle was removed immediately and the indwelling needle was replaced. The puncture site improved around 18:30 pm.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9050874. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during vein puncture the tubing was damaged and leakage occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: patients on (B)(6) 2019 (B)(6) for hand, foot and mouth disease started using intima-ii, in the process of vein puncture on the day of admission, hose with intima-ii handle joint is broken, and after the hard needle, blood flowed along the crevasse, pulling needle, increase with the pain, family members, language.the indwelling needle was removed immediately and the indwelling needle was replaced. The puncture site improved around 18:30 pm.